Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and technical support could not confirm battery depletion and no additional corrective actions were documented.